Manufacturer narrative:
This report is the first follow-up to report number 2953749-2019-01833. The patient information in section a was incorrect and this report is an update for the correct information.

Event description:
This report is the first follow-up to report number 2953749-2019-01833. The patient information in section a was incorrect and this report is to update the report with the correct information.

Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported a tooth extraction (permanent impairment to a body structure) while an align product was being used.

Event description:
The patient reported having tooth # 3 (upper right 1st molar) extracted. The patient reported having tooth # 3 extracted and replaced by a bridge. The patient reported taking antibiotics due to the reported symptom. The treatment has not been discontinued as the patient is still is still wearing the retainers.